Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the right therapy electrode. Patient advised a red, raw area four by six that felt like it was burning. There was no alleged device malfunction contributing to the irritation. The patient was prescribed mupromycin. It's unclear if this medicine was prescribed for an irritation caused by the lifevest. Reporting out of the abundance of caution. The outcome of the rash is unknown as follow up attempts were unsuccessful.